Manufacturer narrative:
(B)(4). Incorrect device preparation. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Reportedly, the balloon was prepped inside the patient anatomy. The mini trek instructions for use states: all air must be removed from the balloon and displaced with contrast prior to inserting into the body. Otherwise, complications may occur. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the target lesion was located in the proximal right coronary artery (rca) with moderate tortuosity, moderate calcification and 100% stenosis. It was reported that air aspiration of the device was performed in the anatomy. The rx mini trek balloon was advanced to the lesion and some resistance was met during the advancement. The mini trek balloon was inflated, however, it ruptured during the first inflation at 8 atmospheres (atm). No resistance was met during retraction of the device. No adverse patient effects were reported. No clinically significant delay in the procedure was reported. No additional information was provided.